Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15594. It was reported the patient experienced ineffective stimulation. X-rays were taken, however, the results were not provided. Surgical intervention was undertaken and the leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.